Event description:
The customer complained that the device is draining batteries. When physio-control evaluated the device, it was observed that 2 fully charged batteries installed in the device would become charge depleted in 12 hours. There were no adverse affects reported as a result of the device use.

Manufacturer narrative:
Physio replaced the user interface and the system/memory pcb assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.